Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased high voltage impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed lead damage. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.